Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the implant bends in the incorrect direction. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
Corrected information was provided in h6. On initial MDR submitted the product code should be a040603 instead of a0201. Additional information was provided in b2, b3, b5 and d10 and h.11. Based on available information following submission of the initial report, this event does not meet criteria for reporting as a malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the incident occurred during preparation of the implant, before injection, during advancement of the implant. There was no contact with the patient¿s eye. The surgery was completed the same day with the replacement lens.